Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 22.5 diopter intraocular lens (iol), was returned, opened not used, replacement needed. It was learnt that there was no product quality issue with the lens. There was patient contact and the lens had to be removed. The doctor changed his mind in using our lens because of capsule tear. The lens then had to be removed and a 3 piece lens was placed in the sulcus. The lens will be returned for evaluation. Further follow-up confirmed that the incision was enlarged to remove the lens, and anterior vitrectomy was required. Sutures were used to seal the incision. No visual impairment to the patient. No other information was provided.

Manufacturer narrative:
Device evaluation: the complaint lens was not received. Therefore, the reported event cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.